Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('she suspects that fragments of essure are still left behind in her body') in a female patient who had essure (batch no. 841393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("she suspects that fragments of essure are still left behind in her body"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), dysuria ("pain during urination"), disturbance in attention ("trouble concentrating") and mental disorder ("psychiatric symptoms") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, vaginal discharge, dyspareunia, dysuria, disturbance in attention, hormone level abnormal and mental disorder had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, disturbance in attention, dyspareunia, dysuria, fatigue, hormone level abnormal, mental disorder, pelvic pain and vaginal discharge to be related to essure. Lot number: 841393 manufacturing date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: reporter, stop date of essure and events fatigue, vaginal discharge, dyspareunia, pelvic pain, pain during urination, trouble concentrating, hormonal problems, psychiatric symptoms and she suspects that fragments of essure are still left behind in her body added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('she suspects that fragments of essure are still left behind in her body') in a female patient who had essure (batch no. 841393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("she suspects that fragments of essure are still left behind in her body"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), dysuria ("pain during urination"), disturbance in attention ("trouble concentrating"), mental disorder ("psychiatric symptoms") and abdominal pain ("pain in her abdomen") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, vaginal discharge, dyspareunia, dysuria, disturbance in attention, hormone level abnormal and mental disorder had not resolved and the device breakage, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, disturbance in attention, dyspareunia, dysuria, fatigue, hormone level abnormal, mental disorder, pelvic pain and vaginal discharge to be related to essure. The reporter commented: lawyer reported that essure lot # 841393 manufacturing release date was 22 april 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: imdrf-FDA synchronization. Lawyer reported that essure lot # 841393 manufacturing release date was 22 april 2011. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('she suspects that fragments of essure are still left behind in her body') in a female patient who had essure (batch no. 841393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("she suspects that fragments of essure are still left behind in her body"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), dysuria ("pain during urination"), disturbance in attention ("trouble concentrating") and mental disorder ("psychiatric symptoms") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, vaginal discharge, dyspareunia, dysuria, disturbance in attention, hormone level abnormal and mental disorder had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, disturbance in attention, dyspareunia, dysuria, fatigue, hormone level abnormal, mental disorder, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 841393) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure lot number received, reference added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('she suspects that fragments of essure are still left behind in her body') in a female patient who had essure (batch no. 841393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("she suspects that fragments of essure are still left behind in her body"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), dysuria ("pain during urination"), disturbance in attention ("trouble concentrating"), mental disorder ("psychiatric symptoms") and abdominal pain ("pain in her abdomen") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, vaginal discharge, dyspareunia, dysuria, disturbance in attention, hormone level abnormal and mental disorder had not resolved and the device breakage, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, disturbance in attention, dyspareunia, dysuria, fatigue, hormone level abnormal, mental disorder, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: event pain in her abdomen was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 841393) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 841393. Manufacturing date: 2011/03. Expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.